Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the open alignment device was found bent from the tip, no other issues were observed. Therefore, the reported condition can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the open alignment device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a review of the receiving inspection (ri) for open alignment device, was conducted identifying that lot number gm4755103 was released in one batch. Batch1: lot qty of (B)(4) units were released on jun 20, 2017 with no discrepancies. Supplier : depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 during the procedure, the distal ends were defective, bent inward at the distal tip and have lost their round shape so that the needles/cannula could not pass through the hole for a safe injection of cement. There was a twenty (2) minutes of surgical delay. The procedure was completed with same like product. There was no adverse patient consequence. This report is for one (1) open alignment device. This is report 2 of 2 for complaint (B)(4).